Event description:
It was reported that customer experienced multiple occlusion issues, including alarm 2 followed by alarm 26, while using infusion set and cartridge over several days. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, received education that cartridge should be changed every 48 hours with current insulin type, was advised to contact technical support during future occlusion events.